Manufacturer narrative:
The material number has been updated. The batch number has also been provided on the returned pouch. The corrected information is provided in this follow up report.

Event description:
The material number has been updated. The batch number has also been provided on the returned pouch. The corrected information is provided in this follow up report.

Event description:
Failure to osseointegrate.